Event description:
It was reported that a pt had a reaction on insertion of a PICC line. The pt became hot, flushed, and experienced sharp pain in the back, and chest heaviness. The symptoms were gone in 5 to 7 minutes.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.